Event description:
Per the clinic, the patient experienced pain and headache due to magnet dislodgement during an MRI (specific date not reported). The patient's head was not wrapped as recommended by cochlear. The magnet was placed back into correct position without surgical intervention on (B)(6) 2024; however, this did not alleviate the problem resulting in a decision to explant the device. The device was explanted on (B)(6) 2024, and there are no plans to re-implant the patient with a new device as of the date of this report.

Manufacturer narrative:
Device analysis indicated device failure. Device analysis report attached.